Manufacturer narrative:
Evaluation summary. The system was examined and tested. It was determined that the system was found to meet product specifications. The product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Event description:
A head nurse reported that the system went into standby mode by itself during the two surgeries of the day. The event occurred after the laser shot. The system had to be turn on again. This action was repeated until the surgery was successfully completed. There was no patient harm. No additional information is expected.